Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the screen after customer was pushed into the pool. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.